Event description:
It was reported that the deep brain stimulation (dbs) patient experienced scalp erosion at the left frontal scalp burr hole site. The patient underwent an explant procedure and has fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; batch: 23861480. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 5147789. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 5150757.